Event description:
It was reported twelve years after implantation revision surgery was performed due to instability. Upon inspection, the femoral component appeared pristine like new. But, post on the ps poly was broken. All pieces were recovered. Customer is requiring an analysis of both structural integrity and volumetric wear.